Manufacturer narrative:
The investigation conducted by the field service engineer determined that the customer reported issue was associated with the patient side manipulator (psm). The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the psm. The psm was returned and evaluated. Engineering was not able to replicate the reported failure mode; however, suspect components were replaced to repair the psm. As of (B)(6) 2011, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that prior to using the system to perform any surgical tasks for a da vinci s prostatectomy procedure, the surgical staff was unable to insert an instrument on the patient side manipulator (psm). The site attempted to troubleshoot by rebooting the system; however, the issue persisted. The patient had been under anesthesia and port incisions had been created when the surgeon made the decision to abort the planned procedure. No patient harm was reported.